Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 2/4/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total vaginal hysterectomy, a&p vaginal repair, sacrospinous vault suspension and enterocele repair and peritoneoplasty due to symptomatic pelvic floor relaxation and sui. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence and dyspareunia. It was reported that patient underwent anterior and posterior colpotomies with mesh excision due to vaginal pain and mesh erosion on (B)(6) 2014. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
Date sent to FDA: 06/07/2016 it was reported that following insertion the patient experienced bleeding.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.